Manufacturer narrative:
E1: initial reporter phone no. (B)(6). H11: the device was received for evaluation. The device powered on without any issues. A bench test was performed, and the device passed the test. However, there were a few instances that flickering is noticeable during bench test. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The front panel assembly will be replaced as a precaution. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had the numerical values disappear while the solute was infusing. The event occurred in the biomed service department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.